Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a damaged interconnect printed circuit board (pcb). The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of damaged interconnect printed circuit board (pcb). There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing was performed. Confirmed the complaint by using test pumps to isolate the corrupted interconnect board and updating the software. The device was calibrated and passed all validation tests post repair.